Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited noise on the screen after 1 hour and 30 minutes during the procedure. The issue occurred during a therapeutic tympanoplasty. The procedure was completed using a similar device. There was a delay of 20 minutes, but there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reproduction of the phenomenon ¿the procedure was delayed for 20 minutes¿ and ¿noise occurred on the image¿ could not be confirmed, and the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.